Event description:
Reporter alleged customer's blood glucose results of lo on a professional meter and 428 mg/dl on the advantage system when testing was performed back-to-back. Reporter stated the customer was unconscious and was transported to the hosp where she was treated with a glucose IV. A request was made for the return of the suspect device and replacement product was sent.